Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the collimator was mechanically adjusted, cause for the noise was a broken gantry fan - must be ordered and replaced. Manufacture date not available on the date of filing. Other relevant device(s) are: kit svc bi71000614 gantry dual fans. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a collimator error and noise inside the gantry.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the dual gantry fans were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.